Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the patient had pain at the battery site and never used stimulation now that they had a pump implanted. The patient had the implantable neurostimulator (ins) explanted on (B)(6). Following explant the issue was resolved. Relevant medical history includes spinal pain.